Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a primary alarm failure had occurred. A philips authorized service provider (asp) went onsite and replaced the speakers to resolve the reported issue. The philips asp replaced the speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).